Manufacturer narrative:
A2 - date of birth - the patients age was used to approximate the date of birth as (B)(6) 1979. D4, g4: model number is not sold in the us but similar device is sold under model smv3v3. This product was used for the product code and 501k. E1 - this complaint was received through: (B)(6). Investigation summary. No product samples, pictures, or videos were received for investigation. The complaint can be confirmed on the 01c-smv3v3 based on a lot of history review. The reported complaint can be confirmed. The probable cause is related to a molding defect in the white button molded component used in the 1o2 smart valve. The DHR for lot 13794563 was reviewed and was found to fall under CAPA-0008861.

Event description:
A complaint was received with regards to a 3 gang 1o2¿ manifold w/check valve, rotating luer, appx 1.2mlthat experienced leakage during use. The reporter stated, "leakage." That the intention for use: as a multi-channel drug delivery device in the process of intravenous infusion, the product provides multiple drug delivery channels, in which the check valve is designed to prevent liquid backflow, and the liquid can be pumped back through the button device with the valve body. That the using process: (B)(6) 2024 for infusion need to use the universal valve, use according to the instructions. When the nurse was using the valve, the leakage was found, and the valve was replaced immediately. The valve was used smoothly without any adverse events. Results: the treatment was timely and had no other effects on patients. The event happened to a 45-year-old female. That the place of use is medical institution and the name of the place is anesthesiology department. The cause analysis is product reasons. Description of the cause analysis is product reasons. Preliminary processing situation is replace immediately. T there was patient involvement but no patient harm.